Event description:
It was reported by the hospital that the right atrial (ra) lead had small p-wave measurements. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.